Event description:
It was reported by the surgeon that during surgery to replace the patient's generator prophylactically, electrocautery was used that disabled the pulse generator. The surgeon stated that he was not aware of the safety alert issued to implanting surgeons concerning the use of electrocautery, however, this has now been provided to him. The surgeon indicated that a back-up generator was implanted instead of the disabled one. Attempts for the return of the disabled generator are in progress.